Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that patient was hospitalized due to hypoglycemia on (B)(6) 2024.the length of hospitalization was 1 day. No further information was available.